Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced cuff erosion. The aus was explanted. At a later date, a new aus was implanted with a new cuff placement. No further patient complications reported.